Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device was powered on during pre-use checking in the me room and it was observed that the screen turned blank with vent inoperative 1007 machine and proximal pressure sensors failed, and the device quit operating. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The following errors were confirmed in the event log. (B)(4). The data acquisition board needs replacing. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered data acquisition (da) board replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The data acquisition board and motor controller board were replaced to resolve the issue. In addition, the power on/off led was found to be unable to illuminate. Therefore, the power switch overlay was replaced pre-emptively.

Manufacturer narrative:
The faulty part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech verified error 1007 displaying on test vent screen and in the log taken at pil after boot up of test vent. Tech could duplicate the failure from the service. After further evaluation, pil could determine the u13 on data acquisition pca (printed circuit assembly) is faulty."